Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the patient profile form (ppf), the filter was placed due to acute pulmonary emboli after acute deep vein thrombosis of the left femoral vein. The patient was reported to have tolerated the procedure well. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to deep vein thrombosis (dvt.) As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The patient is reported to have experienced clotting and occlusion of the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient comorbidities, specifically coagulopathy, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to deep vein thrombosis (dvt.) As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The following additional information received per the patient profile form (ppf) indicates the filter was placed due to acute pulmonary emboli after acute deep vein thrombosis of the left femoral vein. The patient was reported to have tolerated the procedure well. The patient is reported to have experienced clotting and occlusion of the ivc. According to the information received in the patient short form, the patient reports new deep vein thrombosis involving the left common femoral, superficial femoral, and popliteal veins and inability to remove the device; however, a removal attempt has not been documented.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to deep vein thrombosis (dvt.) The patient is reported to have experienced clotting and occlusion of the ivc and new deep vein thrombosis involving the left common femoral, superficial femoral, and popliteal veins and inability to remove, the documentation provided did not specify what was unable to be removed. The indication for the filter implant was acute pulmonary emboli after acute deep vein thrombosis of the left femoral vein and morbid obesity. The filter was placed above the ivc bifurcation and below the level of the renal veins. The patient reportedly tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, deep vein thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient comorbidities, specifically coagulopathy, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in date of report is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis does not represent a device malfunction. Without films for review, it is not possible to confirm the reported event. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The reported event could not be confirmed and the exact cause could not be determined; therefore no corrective actions will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this file.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to deep vein thrombosis (dvts). As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.